Event description:
It was reported that the patient was having difficulty charging the ipg and both leads had high impedances. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7027511/7027518.